Event description:
An rn reported that a pt was experiencing hyperglycemia while the one touch meter was reading low. The ot meter belongs to a pediatric clinic and is reportedly used infrequently since the clinic depends mainly on lab work. On event date, one of the clinic's doctors requested a finger stick done on a pt who was not feeling well. The ot meter was "brought out" and a blood glucose reading of 60mg/dl was displayed. The dr then requested the pt to be transferred to the hosp. At the hosp the pt was found to have blood glucose of 300mg/dl at the ER and a lab result of 1000mg/dl. No further info was provided.